Manufacturer narrative:
Correction made to b3: the event occurred on an unspecified date in march 2020. Additional information was added to h4 and h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system solution set with duo-vent spike leaked from unspecified location. This issue was identified during chemotherapy session. There was no patient injury or medical intervention associated with this event. No additional information is available.